Event description:
It was reported that the lead exhibited noise during replacement of the implantable cardioverter defibrillator, due to normal elective replacement indicator, the lead was capped and replaced.

Manufacturer narrative:
Na